Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side pain and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified that the device had a broken shell and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side pain and rupture. The device has been explanted.